Event description:
The infusion pump alarmed. The nurse removed the tubing and located two additional pumps that all alarmed with the same tubing set. The tubing set was changed out and the pump worked fine. The tubing looked okay which gave the nurse the impression there was something wrong with the cassette. A similar problem has been recurring with the same tubing set. However, the issue is identifiable by a very hard kink in the tubing just outside the cassette. The nurse is unable to manipulate the kink out of the tubing.manufacturer response (as per reporter) for IV tubing, b. Braun:the sales rep will be following up with the product manager.

Event description:
The infusion pump alarmed. The nurse removed the tubing and located two additional pumps that all alarmed with the same tubing set. The tubing set was changed out and the pump worked fine. The tubing looked okay which gave the nurse the impression there was something wrong with the cassette. A similar problem has been recurring with the same tubing set. However, the issue is identifiable by a very hard kink in the tubing just outside the cassette. The nurse is unable to manipulate the kink out of the tubing.manufacturer response (as per reporter) for IV tubing, b. Braun:the sales rep will be following up with the product manager.